Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that a portion of the ceramic beak at distal tip of the resection sheath was broken off. The missing piece was d-shaped, and measured approximately 4 mm in length. There was damage consistent with physical impact at the fracture line on the ceramic beak. The reported phenomenon appears to be due to physical damage. The device instruction manual instructs users to visually inspect the ceramic insulation at the sheath distal end prior to each use. The manual further warns users not to use the instrument in case of damage (e.g. Cracks, fractures). This report is being submitted as an MDR in an abundance of caution.

Event description:
A medwatch report was received from the user facility stating, "during a cystourethroscopy for clot evacuation, fulguration and transurethral resection of bladder tumors a piece of the plastic tip of the sheath broke off in the bladder. Event occurred after surgeon had inserted the resection sheath with the scope into the bladder. At that point a piece of plastic from the tip of the sheath broke off in the bladder and was retrieved under direct visualization." Olympus contacted the user facility to obtain additional information regarding this report, and was informed that the plastic piece was successfully retrieved by flushing the patient's bladder. There was no patient injury and no complication was reported per the user facility.